Manufacturer narrative:
The patient was the initial reporter , so personal information was not entered.

Event description:
A (B)(6) customer received a blood glucose reading of 19.8 on the contour next, was retested on a different meter in the doctor's office and the reading was 9.8mmol/l. She was feeling dizzy at the time. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Strip information was not provided. This report will be submitted under the meter. Replacement test strips and meter were sent to the customer.